Event description:
Revision surgery - after primary surgery (reverse), patient complained of pain. After checking x-ray, it was found that the baseplate center screw was broken.

Manufacturer narrative:
The reason for this revision surgery was due to the baseplate center screw breaking. The actual length of in-vivo is unknown as the surgery dates were not provided or could be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. Initial or prolonged hospitalization was required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A device history record (DHR) review was not conducted for the raw material and main component since the part and or lot numbers were not reported the (product complaint report) pcr history shows previous complaints against the rsp (reverse shoulder prosthesis) baseplate for breakage in vivo. However, the complaint rate remains low and the reported incident does not indicate an adverse trend. Complaint rates will continue to be monitored through the standard complaint investigation process. The root cause of this complaint was a revision surgery due to the baseplate center screw broken. There were no findings during this investigation that indicate that the reported device was defective. There was no information reported that evidences a material, design, or manufacturing problem with the product. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.